Event description:
Inferior vena cava (ivc) filter implantation for (dvt) deep vein thrombosis and pulmonary infarction, there was no calcification, tortuosity, and the rate of stenosis was 0%. The filter (complaint product) could not be deployed completely at the target site (below the renal vein). Therefore, additional filter (lot unk) was delivered, and it was placed successfully. The first filter is still placed in the patient. There was no adverse event and the patient is in stable condition. The thermal indicator was no activated. The patient had a pe and dvt, but it was unknown how they were diagnosed. Thrombus was no present at the delivery site. Pre/post imaging was completed. The original filter placement was in the ivc under the renal artery. Films were not available. Though attempts were to obtain detailed information for the event, the request for information was not possible. The physician was aware that the event has occurred, but there was no patient injury during the procedure, and the patient is in stable condition. Request was made to advice if the patient's condition changes.

Manufacturer narrative:
Additional information will be submitted within 30 days of receipt.